Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated as the device was not evaluated. The instructions-for-use under baw28-000770-00 rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they trying to warm patient in normothermia using arctic sun device, but patient temperature (pt) had progressively decreased. Start of therapy patient temperature (pt) was 35.2c now reading 34.1c, water temperature (wt) was 17.5c and dropping, targeted temperature (tt) was 37c original rewarm rate 0.25c/hr but increased to 0.5c/hr. System diagnostics were outlet monitor temperature (t1) was 15.8c, outlet control temperature (t2) was 15.6c, inlet temperature (t3) was 18c, chiller temperature (t4) was 11.1c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 3728.2, pump hours were 3388.3. Walked through placing in manual control at 38c. After 5 minutes, system diagnostics outlet monitor temperature (t1) was 23.9c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 21.8c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 4. Disabled manual control and restarted therapy. Called back 20 minutes later to check water temperature. Water temperature (wt) reading 33.8c, sn# (B)(6) same day second call from customer. They previously told help line patient was in controlled normothermia at 0.25c and that the rate was increased to 0.5c. However, they were in hypothermia case and rewarm should be complete at this time rewarm tab reads from 37c, rate 0.25c/hour, to 37c. They state the water temperature (wt) was 27.2c and they need to reset the device again. Unclear what they intend when they say reset the device. Patient temperature (pt) was 34.4c with two temperature probes correlating. Guided to event log and noted and alarm 14 (temperature probe out of range) and alert 116 (patient temperature not changed extended period). Confirmed they disconnected the probe during troubleshooting. Explained the alert 116 can be bypassed and therapy restarted, however it will eventually alarm 117 (patient temperature 1 change not detected) and therapy will stop. Discussed talking with hcp about increasing rate, proper pad coverage, external warming measures. Suggested paging again if patient temperature (pt) was not approximately 0.5c higher (34.9c) in two hours. No further calls from this account.

Event description:
It was reported that they trying to warm patient in normothermia using arctic sun device, but patient temperature (pt) had progressively decreased. Start of therapy patient temperature (pt) was 35.2c now reading 34.1c, water temperature (wt) was 17.5c and dropping, targeted temperature (tt) was 37c original rewarm rate 0.25c/hr but increased to 0.5c/hr. System diagnostics were outlet monitor temperature (t1) was 15.8c, outlet control temperature (t2) was 15.6c, inlet temperature (t3) was 18c, chiller temperature (t4) was 11.1c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 3728.2, pump hours were 3388.3. Walked through placing in manual control at 38c. After 5 minutes, system diagnostics outlet monitor temperature (t1) was 23.9c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 21.8c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 4. Disabled manual control and restarted therapy. Called back 20 minutes later to check water temperature. Water temperature (wt) reading 33.8c, sn# (B)(6) same day second call from customer. They previously told help line patient was in controlled normothermia at 0.25c and that the rate was increased to 0.5c. However, they were in hypothermia case and rewarm should be complete at this time rewarm tab reads from 37c, rate 0.25c/hour, to 37c. They state the water temperature (wt) was 27.2c and they need to reset the device again. Unclear what they intend when they say reset the device. Patient temperature (pt) was 34.4c with two temperature probes correlating. Guided to event log and noted and alarm 14 (temperature probe out of range) and alert 116 (patient temperature not changed extended period). Confirmed they disconnected the probe during troubleshooting. Explained the alert 116 can be bypassed and therapy restarted, however it will eventually alarm 117 (patient temperature 1 change not detected) and therapy will stop. Discussed talking with hcp about increasing rate, proper pad coverage, external warming measures. Suggested paging again if patient temperature (pt) was not approximately 0.5c higher (34.9c) in two hours. No further calls from this account.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.